Event description:
On (B)(6) 2011, pt reported the display on his infusion device is damaged. Pt stated about a 1/3 of the screen is dark blue and he can barely see the basal rate. Pt reported the top half of the screen is blank and 1/3 of the display on the left side is dark blue with a "clear" spot in the middle. Pt stated he normally has 0.7 units for his basal rate and he can see less than half of the zero and the bottom half of 7. Pt reported he noticed this issue yesterday. Pt stated the infusion device displayed the automatic off alarm because he had not touched any buttons in over 12 hours. Pt reported it was normal for it to alarm like this. Pt stated when he went to silence the alarm; he noticed the issue with the display. Verified the infusion device was not dropped and did not hit anything. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested return of the alleged prod for eval.